Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed due to usb connector damage. A receiver charge and boot was performed and failed due to usb connector damage. A receiver download could not be performed due to usb connector damage. Confirmation of the complaint was undetermined. The probable cause could not be determined.